Event description:
The loaner holster was evaluated for performance before shipping owern's unit, and the message appeared on lcd screen to indicate breakdown. The customer unplugged the loaner holster to reveal a broken dc motor adapter in the green cable port of their scm12 control module. No pt consequences reported.

Manufacturer narrative:
Based upon the inquiry information received visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionallt tested, met all product requirements and returned to the customer. The PMA/510(k)# is k99190.